Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is instrument breakage due to operator misuse.

Event description:
On (B)(6) 2015, the surgeon was attempting to remove an implant but was unable to thread the removal adapter into the implant. He instead attempted to force the removal adapter into the implant by hammering it in with a mallet. The small 10 mm tip of the removal adapter broke off during this misuse and was retained inside the implant. The implant was left in the patient. There is little risk to the patient as the removal adapter tool is made out of the exact same titanium alloy as the implant.